Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal scope had a blurry and indistinct image, as well as test paper discoloration which indicates residue after reprocessing. This occurred during servicing/ not in a clinical setting. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.